Event description:
On (B)(6) 2025, a customer in the united states notified biomérieux of an instrument error (code 10076) leading to delay in results when using emag instrument, reference # (B)(4), serial number (B)(6). The customer explained that the error 10075 uss low sensing error is occurring at least once on every extraction on both sides of the instrument. This requires the customer to repeat the test and the results for patients are delayed 24 hours in some cases. The number of patients involved has not been provided. A field service engineer (fse) visited the customer's site and replaced all quick connect reagent fittings inside system and the instrument is being monitored by the customer for any further issues. At the time of this assessment, there was no indication of patient harm or incorrect treatment. A biomérieux internal investigation will be initiated.